Event description:
The customer reported experiencing high blood glucose. The blood glucose reading at time of call was 292 mg/dl. Troubleshooting was performed. Advised the customer to treat her high glucose level as soon as possible. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. Performed high pressure test and the device failed the test twice. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.